Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. Customer experienced unspecified symptoms of hypoglycemia and obtained sensor scan results that were "too high". Customer self-treated with insulin (dose/type unspecified) and subsequently "almost passed out". Emergency services were contacted and upon their arrival, a reading of 1.3 mmol/l was obtained on their device and customer was administered unspecified nasal spray for treatment of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. G3 was incorrectly documented in the follow up #1 MDR report. G3 in follow up #1 should have been documented as (B)(6) 2022. Follow up #2 MDR report had the correct g3 date documented - however h11 was incorrectly documented as it did not indicate what the correction should have been.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. Customer experienced unspecified symptoms of hypoglycemia and obtained sensor scan results that were "too high". Customer self-treated with insulin (dose/type unspecified) and subsequently "almost passed out". Emergency services were contacted and upon their arrival, a reading of 1.3 mmol/l was obtained on their device and customer was administered unspecified nasal spray for treatment of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and an extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. Customer experienced unspecified symptoms of hypoglycemia and obtained sensor scan results that were "too high". Customer self-treated with insulin (dose/type unspecified) and subsequently "almost passed out". Emergency services were contacted and upon their arrival, a reading of 1.3 mmol/l was obtained on their device and customer was administered unspecified nasal spray for treatment of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. Customer experienced unspecified symptoms of hypoglycemia and obtained sensor scan results that were "too high". Customer self-treated with insulin (dose/type unspecified) and subsequently "almost passed out". Emergency services were contacted and upon their arrival, a reading of 1.3 mmol/l was obtained on their device and customer was administered unspecified nasal spray for treatment of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and an extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correctional report as (g3) date received by mfg was incorrectly documented. Section (g3) date received by mfg has been updated from 04jan2022 to 07apr2022.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. Customer experienced unspecified symptoms of hypoglycemia and obtained sensor scan results that were "too high". Customer self-treated with insulin (dose/type unspecified) and subsequently "almost passed out". Emergency services were contacted and upon their arrival, a reading of 1.3 mmol/l was obtained on their device and customer was administered unspecified nasal spray for treatment of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.all pertinent information available to abbott diabetes care has been submitted.